Manufacturer narrative:
(B)(4): serial #(B)(4), catalog #72402105, expiration date: 08/22/2013, manufacture date: 08/2008; serial #(B)(4), catalog #72402287, expiration date: 01/23/2014, manufacture date: 01/2009. The explanted components have been discarded by the hospital and will not return for eval. Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent as appropriate.

Event description:
It was reported that the acticon neosphincter was removed. The reason for removal was requested, but not provided.